Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was experiencing difficulty recharging the ipg because the ipg was flipping in the pocket. The patient reports she has lost weight and the ipg turns sideways, however she is able to turn the ipg so it will lay flat. The sjm representative was able to apply pressure and was able to recharge the ipg. Follow up information identified the patient underwent surgical intervention on (B)(6) 2016 where the ipg was repositioned. Therapy has been resumed.